Manufacturer narrative:
E.1 initial reporter facility name: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication inventory was not reflecting in station. A technical support specialist (tss) attempted to confirm the customers request for resending pocket load messages and to identify the affected devices, but initial contact attempts were unsuccessful, and a follow up email was sent. The tss proceeded to resend pocket load messages to all devices. The tss later received a call back and confirmed that certain medications were not reflecting correctly in device inventory, and upon request, resent pocket load messages to all devices using the appropriate knowledge article titled medes: resend pocket messages (load, unload, count, etc.). The tss also reviewed a reported issue with orders not appearing on the system, analyzed a sample order, and identified that the message was missing required visit information. The tss advised that admission, discharge, and transfer messages needed to be resent for proper processing, which was acknowledged, and the case was prepared for closure. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server medication inventory not reflecting in pade. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.